Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in clinic and was noted to have loose power ports on both sides of his controller. It appeared that port 1 was worse than port 2. No damage was done to the unit. No alarms were noted. The controller was exchanged. The patient tolerated the exchange well.

Manufacturer narrative:
It was reported that a power port was loose on the controller. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. Analysis of the device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and power port 2 connector. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer and supplier have an open investigation for controllers loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.